Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual cf-ez1500dl/I operation manual chapter 3 preparation and inspection. The instruction manual cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the air/water cylinder (aw-cylinder) had no color, the suction cylinder (s-cylinder) had no color, switch 5 (sw5) had a cut, due to the adhesive peeling on the bending section cover (a-rubber) the insulation resistance value at distal end did not meet the standard value, due to wear of the angle wire the bending angle in down direction did not meet the standard value, the plastic distal end (c-cover) and adhesive around light guide (lg lens) had a chip, lg lens had a scratch, the bending tube was deformed, adhesive on the a-rubber was detached, connecting tube and universal cord had a scratch. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope seals showed fraying and discoloration. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, a whitish foreign material was found inside the jet tube (j-tube). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.